Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported insulin leaked at the tubing connector of the infusion set. The insulin leak occurred with this particular lot number box of infusion sets. No adverse event reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.